Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2018-00150. Device 2 is being reported under MDR 2247858-2018-00152. Device 3 is being reported under MDR 2247858-2018-00153.

Event description:
"Patient presented with a tortuous descending thoracic aneurysm. The plan was to repair from the sub-clavian to the celiac with the idea that the distal landing zone may require an additional cuff to obtain seal as it was very large.. The case required 3 pieces to accommodate for both the length and the tortuosity. Upon final run, no endolead was observed and the physician opted to leave as is. " patient outcome: "currently awaiting doctor's decision on next steps." Additional information from email on (B)(6) 2018: "patient experiencing an endoleak".

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2018-00150. Device 2 is being reported under MDR 2247858-2018-00152. Device 3 is being reported under this MDR report. Attachment: [device 3 follow-up evaluation.pdf].

Event description:
"Patient presented with a tortuous descending thoracic aneurysm. The plan was to repair from the sub-clavian to the celiac with the idea that the distal landing zone may require an additional cuff to obtain seal as it was very large.. The case required 3 pieces to accommodate for both the length and the tortuosity. Upon final run, no endolead was observed and the physician opted to leave as is. " patient outcome: "currently awaiting doctor's decision on next steps." Additional information from email on 07/18/2018: "patient experiencing an endoleak".